Event description:
It was reported that during a hernioplasty procedure, the material was leaking co2. There was no problem with the patient due to this issue. As this material was contaminated with blood, the hospital discarded this device. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.